Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated thrice at 6atm, 12atm and another 12atm accordingly within 10 seconds each. However, at third inflation, it was noted that the balloon ruptured at 12atm. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination of the balloon found a pinhole noted in the mid-section of the balloon material. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. Three blades were present on the balloon surface however the following blade damage was noted on one blade: blade 1: the proximal blade segment was found to be lifted at both the proximal end and at the break point. There was a partial blade lift at the break point on the distal blade segment. Blade 2: a blade lift presented at the break point on the distal blade segment. Blade 3: no damage was present. All section of blade was fully bonded to the balloon material. A visual, microscopic and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated thrice at 6atm, 12atm and another 12atm accordingly within 10 seconds each. However, at third inflation, it was noted that the balloon ruptured at 12atm. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported and patient was good post procedure.